Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. Detailed analysis confirmed that the outer conductor coil had a break approximately twenty seven centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue fracture. Analysis concluded that the clinical observation of noise was likely caused by the confirmed fracture. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.